Event description:
The customer reported to olympus, that the evis exera iii video system center exhibited a b40 communication error message. The event occurred during a colonoscopy procedure. It was reported that the procedure was approximately 15 mins delay, and the patient was under general anesthesia. The customer further reported that the physician stop using the device and completed the procedure with previous images taken. There were no reports of patient harm associated with this event.

Manufacturer narrative:
It was reported that during troubleshooting for the reported issue, the customer was assisted by an olympus representative. The troubleshoot was successful and addressed the reported issue. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. Per instructions for use: b40; the video system center is damaged. Stop using the endoscope and contact olympus. Olympus will continue to monitor field performance for this device.